Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02516, 0001822565-2020-02517, 0001822565-2020-02519, 0001822565-2020-02520, and 0001822565-2020-02521. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured provisional was received from the hospital. There was no patient involvement. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the shows sign of wear and tear due to repeated use, and has a cut near the end. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue was due to repeated use of this instrument for more than 7 years; which causes wear and tear to the instrument and can lead to fracture, cracks, and cuts. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.